Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall was caused by the healthcare professional (hcp) using a magnet when trying to telemetry the pump. The length of the stall was not reported. No pt symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested from the healthcare professional, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the hcp preforming telemetry selected synchromed I on the 8840 programmer. The programmer instructed the hcp to use the magnet. The 8840 showed an error message reading ¿invalid telemetry, reposition head.¿

Manufacturer narrative:
(B)(4).